Manufacturer narrative:
Camlog screw fractured while using screw in conelog implant. User error. Only parts from the corresponsding system shall be used. Dentist mixed up screw from several systems. Dentist should have consultet instruction for use to prevent this from happen.

Event description:
Camlog screw fractured while using screw in conelog implant. User error. Only parts from the corresponsding system shall be used. Dentist mixed up screw from several systems.